Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they couldn't decrease their stimulation for all 3 of their settings and the issue began around july 5th. Patient also noticed around the same time that their implant battery was draining fast so they would turn off their stimulation. Agent redirected patient to their hcp to address the issue. Patient would have an appointment with their representative.

Event description:
Caller states pt controller will not allow pt to turn stim up/down - the up/down buttons are not responding/not working. Agent asked, the component did not get wet/dropped etc...the caller states they have attempted to take the li battery out and re-insert and that did not resolve, caller attempted to re-pair the product to the ins but the 'technician mode' is not available without use of the up/down buttons. No symptoms were reported. A replacement controller was sent out. Additional information was received from the manufacturer representative (rep). It was reported that the inability to turn down the stimulator was because the down arrow on the remote was not working. The implant battery was draining fast because she was unable to turn down the stimulator because the down arrow was not working. Patient service was called and over-nighted a new remote to the patient. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.